Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process and had not waited for the prompt in the mobile app to remove or load a cartridge. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm, educated the caller on proper procedures, and assisted in successfully loading a new cartridge, allowing the caller to resume insulin therapy. The issue was resolved, and there was no previous report of a similar problem with this pump.